Manufacturer narrative:
Unit had blank flashing white liquid crystal display due to cracked liquid crystal display controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white liquid crystal display. Unit received with cracked glass.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage and noticed the reservoir lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.